Manufacturer narrative:
Image review: the images from the journal article confirm that the integrity stent was successfully implanted in the left anterior descending coronary artery across the diagonal branch using the jailed wire technique. This can be seen from figure. 1 (a). Figure 1. (B) captures the distal main branch guidewire looped before provisional stenting and figure. 1 (c) confirms the main branch guidewire entangled with the proximal stent during retraction. Figure 1. (D) shows the follow-up coronary angiography 6 months later showing total occlusion of the left anterior descending coronary artery. The stent deformation is confirmed from an ivus in figure 2. The proximal stent struts were crowded to one side of the vessel wall and the guidewire entangled with the stent struts. No coronary dissection was found in the left main coronary artery. Date of event is populated as date published online, month and year only valid. Journal reference: title: longitudinal stent deformation caused by retraction of the looped main branch guidewire. Authors: hung-hao lee, po-chao hsu, wen-hsien lee,chun-yuan chu, ho-ming su, tsung-hsien lin, wen-chol voon, wen-ter lai,<(>,<)> sheng-hsiung sheu, and cheng-an chiu journal name: acta cardiol sin year:2016 issue:32 doi: 10.6515/acs20151115a. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal article, that a patient went to the out-patient department with complaints of intermittent angina lasting 3 weeks. The patient had a positive stress test and angiography revealed single vessel disease with bifurcation lesion in the mid lad involving a large diagonal branch. The physician decided to perform a provisional stenting with jailed wire technique. The lesion was pre-dilated and an integrity stent was implanted followed by post dilation with a balloon at 18 atm. Following successful completion, the lad and diagonal were reported patent with timi iii flow. The physician attempted to remove two guidewires with the side branch guidewire removal reported as smooth. The main branch guidewire was looped during the coronary intervention and the loop was entrapped at the proximal lad during retraction. It was noted that the stent struts had become course. Force being applied to remove the guidewire only resulted in deep intubation of the guiding catheter and this predisposed the patient to a risk of dissection. A guidewire was inserted in the lcx for protection and another guidewire was advanced across the lesion to the distal lad. An ivus catheter was inserted over the new lad guidewire but it could not reach the distal portion of the stent because it could not go through the stent strut cell. It was noted that the proximal stent struts were crowded on one side of the vessel wall and the looped guidewire was entangled with the deformed stent in the proximal lad. An unsuccessful attempt was made to utilize a balloon to retrieve the entrapped guidewire, therefore a micro-catheter was advanced over the entrapped guidewire across the turning point of the loop. The guidewire was successfully removed from the stent by pulling on the entrapped wire while pushing the microcatheter to achieve support. The microcatheter and entangled guidewire were removed together. A nc balloon was advanced on the remaining wire and was expanded to 20 atm to oppose the distally intact stent and crush the proximally deformed stent. Another attempt was made unsuccessfully to pass an ivus through the deformed portion of the stent . A check was done under fluoroscopy and ivus with no coronary injury found and the proximal stent struts were crushed to one side of the vessel wall. 6 month follow up due to re-occurrence of episodes of angina showed total occlusion of the proximal lad. Then, the patient underwent coronary artery bypass graft surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.